Event description:
Caller states patient tested 8.0 inr on the coaguchek xs system, while a comparison lab returned as 13.61 inr. The patient was treated with vitamin k for 2 days based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.